Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The motor rate error reported by the customer was reproduced during testing. This occurred because the main board did not operate as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The main board was replaced and the pump underwent preventative maintenance.

Event description:
It was reported that the medfusion pump produced multiple motor rate errors. No patient injury or complications were reported in relation to this event.